Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. No frozen screen noted. No unexpected numbers ramping/scrolling on their own noted. The insulin pump received with cracked case at display window corners, reservoir tube lip, and minor scratched display window.

Event description:
It was reported the customer received a button error alarm. It was also found the insulin pump was scrolling and became frozen when the mother replaced the battery. The customer's blood glucose was 220 mg/dl. The customer's mother could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.